Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was taken to the operating room for removal of the bilateral deep brain stimulation system on (B)(6)-2011. The largest amount of infection was around the generators in the chest wall. All necrotic tissue and infection was removed. Copious amounts of bacitracin solution was used. A PICC line was placed in the or and the patient was taken for an MRI of the brain without contrast. Infectious diseases was consulted. On (B)(6)-2011 the patient was discharge to receive home IV therapy per home health with oxacillin per infectious diseases. A follow-up with the hcp was scheduled for (B)(6)-2011. The patient was to follow-up with infectious diseases per orders.

Event description:
It was reported that the pt experienced swelling and redness at the right-side incision site. The pt also had drainage from the left "head" incision side. There was serious drainage from the left frontal incision. No infection-causing organism was provided. All of the incision sites were "puffy and tender." There were "skin changes" over the right frontal incision site. The pt did not appear ill. The pt was to be admitted to the hosp for intravenous (IV) antibiotics, and to have the implantable neurostimulator sys removed and the area washed out. No info was provided related to the pt's outcome.